Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The mesh contracted and the patient is experiencing painful sexual intercourse. The patient is using e2 creams and lubricants. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.